Event description:
It was reported that the customer's device would not power on. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). The customer confirmed that the device has been retired and removed from service. The device will not be returned to physio-control for evaluation. The cause of the reported failure could not be determined.